Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited loss of capture. No intervention was reported. There were no patient consequences.